Event description:
It was reported that the patient was feeling a "shocking or jolting" sensation after replacement of her previous device. The symptoms began two months prior to the report, at the device location. X-rays were performed and led the health care provider (hcp) to believe that there was a connection issue with the pocket adaptor and the device. X-rays of the lead and extension area showed no issues. "Slightly elevated" impedances were measured and revision was to be performed. It was also reported that on the day of the report the patient was having her device replaced to alleviate "some physical discomfort." The pocket was to be reused and "tightened up." No patient outcome was provided.

Event description:
Additional information received reported the event was resolved with the battery change. The symptoms were believed to be caused by the previous battery being larger and that the patient had significant weight loss. The patient was reported as doing well.

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 748925 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 74002 lot# n244492n01, implanted: 2011 (B)(6), product type adapter product ID, 3998 lot# j0401918v, implanted: 2005 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).